Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom, which was observed during evaluation. The device evaluation confirmed the #8 and #9 keys to be inoperable. It was observed that when any remaining functional keys are selected, an automatic output of the #9 key will occur following the selected key's function (e.g. When the #1 key is pressed 19 will be displayed. When in alphabetic mode and the abc key is selected, ay will be displayed interfering with the mdl drug search). The cause was determined to be a failed keypad. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue. (B)(4).

Event description:
It was reported that a spectrum pump had an inoperable/malfunctioning keypad in which it was experiencing a "keypad error - constant letter y when entering drug initials." It was also reported there was no patient involvement.